Event description:
It was reported, that the video system center is getting an e315 scope error. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. An olympus representative spoke with the customer directly and had the customer power cycle the unit and reseat the videoscope cables. The customer stated the connectors were not screwed in, with no errors present afterwards. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the user confirmed the connectors were not screwed in. Upon reseating the cable and screwing the connectors completely the issue was resolved. Olympus will continue to monitor field performance for this device.